Event description:
A baxter service representative reported an infusion pump with failure code 531 during service. The hosp representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event.